Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2020. The cause of expiration was not known, and the customer did not specify if the outcome was device or therapy related. It was noted that the pump was not explanted. No further information was provided, and it was reported that the site was unable to provide further details due to hospital policy. There is no product available for investigation. The heartmate 3 lvas IFU, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to unknown reasons. The site was unable to provide further details due to hospital policy. No further information was provided.